Event description:
End user neighbor is reporting that the chair keeps stopping. They just replaced the batteries. She was stranded at (B)(6) in parking lot the other day. No injury reported. End user states that (B)(6) refuses to assist them, will not even order them parts. I gave them service center numbers in the area.